Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with android phone with android operating system version 15. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced shaking, sweating, and headache. The customer was unable to self-treat requiring a third-party to provide glucose drink for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with android phone with android operating system version 15, app version 2.12.1.11476. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced shaking, sweating, and headache. The customer was unable to self-treat requiring a third-party to provide glucose drink for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint. The customer reported for signal loss. A known good sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. The known good sensor was scanned and few minutes warm-up observed. ¿signal loss alarm¿ features was enabled in the app the phone device was placed in faraday bag to interrupt signal to sensor. Signal loss alarm was observed after few minutes. Phone was removed from bag and confirmed sensor was reconnected within few minutes. App was connected with returned sensor and functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in state 1 (storage state). Sensor state 1 with event log 5 is an indication that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. This is an intended part of the sensor's system as the sensor will reset itself back to state 1 if it does not recognize a valid insertion. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.